Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved powering up the pump as well as visual inspection and showed the device displayed error code system fault 44509 during power up. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the reported event occurred while in use with a patient and no adverse patient effects were reported.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "system fault 44509". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.